Event description:
It was reported that non sustained lead noise due to post-paced t-wave oversensing on the near-field channel was observed through merlin@home transmission. Non-sustained lead noise trigger occurred due to difference in sensing between near field and far field channel. Patient was asymptomatic. Programming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.